Event description:
It was reported that the patient experienced a communication issue between the pod and personal diabetes manager (pdm) and that led the patient to requiring medical assistance. No additional information was provided on the medical event. Further information is being solicited. If additional information is provided it will be submitted in a follow up report. Additional information was received on 02jun2025 from the prestataire: the prestataire's on-call (technical) staff was informed of a pod/pdm communication issue on (B)(6) 2025. Following the call, on-call (technical) staff visited the patient's home and the issue was resolved. The pdm was replaced by on-call staff. This incident did not involve any medical intervention, nor did it result in any clinical consequences.

Manufacturer narrative:
Correction - b5. Additional information was received on 02jun2025 from the prestataire. Following this additional information, the event has been reassessed as not reportable.

Event description:
It was reported that the patient experienced a communication issue between the pod and personal diabetes manager (pdm) and that led the patient to requiring medical assistance. No additional information was provided on the medical event. Further information is being solicited. If additional information is provided it will be submitted in a follow up report.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported adverse event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.